Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with hemorrhagic stroke on (B)(6) 2025. Log files were sent for review and there were no unusual events recorded. The mechanical circulatory support (mcs) equipment was operating as intended. The patient's international normalized ratio (inr) was at 3.9. A computed tomography (CT) scan had been utilized. The patient experienced aphasia and generalized weakness. The patient stopped anticoagulation. There was an inr reversal with kcentra and vitamin k.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this investigation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.